Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to sensor failure, the sensor wire appeared shorter than normal. The patient initially thought a portion of the wire may have remained beneath her skin. At the time of her call, she stated that no portion of the wire remained beneath her skin. At the time of a follow-up call by technical support to the patient on (B)(6) 2013, patient reported being in fine condition. She reported no discomfort or medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.